Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an endovascular thrombectomy (evt) procedure using a penumbra system red 68 reperfusion catheter (red68). The red68 was used to deliver tissue plasminogen activator (tpa) to the target location and the vessel became patent. No further treatment was necessary and therefore, the red68 was removed. After removal, the distal length of the red68 was found to be fractured. At this point, the procedure was considered to be completed. There was no report of an adverse effect to the patient.